Event description:
It was reported that the patient presented to the hospital after receiving inappropriate therapy due to noise. Lead was capped and replaced. Patient condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.